Event description:
It was reported the patient was in the ER (emergency room) and they were unable to stabilize her vital signs. They wanted to rule out the pump as being a contributing factor and wanted it stopped. It was further reported the ER health care provider (hcp) didn¿t know what else to do so he emptied the patient¿s pump. When the hcp was asked why the pump was emptied, it was reported that the device manufacturer technical services told them to empty it. The patient and the patient¿s family were now upset because of this. The patient¿s managing pump hcp was made aware of the situation. Later the same day, the ER hcp inquired about options for stopping the pump. The hcp had thought he could stop the pump by using the personal therapy manager (ptm). It was then reported the patient was having ¿heart issues.¿ the hcp had confirmed at the time of report they received the emergency procedure to stop the pump however it was later reported the pump was not stopped. A device manufacturer representative (rep) was then paged as well. It was further reported that the device had been emptied by the time the rep arrived. The pump was then filled with preservative free normal saline to preserve it. The device system was used to deliver clonidine, bupivacaine and morphine. No further information was provided. Additional information has been requested regarding the cause of the event, if any diagnostic testing or troubleshooting occurred, if additional interventions occurred and how the patient is now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8782, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting the patient went to the hospital in (B)(6) of 2015 and the healthcare provider (hcp) drained the patient's intrathecal pain pump. Then the patient suffered rebound hypertension and a stroke.